Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.0.1 h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used in an unknown procedure. It was reported that the surgeons complained of a 1cm inaccuracy and we (the medtronic representative was present) re-registered. They complained a second time of a 3mm inaccuracy. We re-registered again and added a touchpoint on the tip of nose (columella was already stored in first few attempts) and that seemed to solve the issue. There was a delay in surgery to re-register, approximately 8 minutes. There was no patient impact reported. Additional information was received. It was reported that the procedure being performed was a repair of suspected existing cerebrospinal fluid (csf) leak through sinus and there was no impact to patient outcome.